Manufacturer narrative:
(B)(4).

Event description:
It was reported that the issue happened when the swg was going to be removed, (the catheter was placed into the patient by subclavian without any issue). The medical doctor found difficult to remove the swg and as consequence the swg was removed with the catheter. When the swg was removed from the patient, it was noticed that the sgw was unwound 20-25 cm from the tip and the central shaft broke. A rx was done to check if any piece kept into the patient. A local thrombosis occurred at the junction of the internal jugular with subclavian on that side toward common venous trunk. It was not possible to place another catheter into the patient because the vein access was not available.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the proximal weld and has numerous kinks in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The proximal core wire protruding is rounded and pinched. Both welds appeared full and spherical. The broken core wire measured 601mm in length, which met specification; therefore no pieces appear to be missing. The outside diameter of the guide wire was also found to be within specification. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the issue happened when the swg was going to be removed, (the catheter was placed into the patient by subclavian without any issue). The medical doctor found difficult to remove the swg and as consequence the swg was removed with the catheter. When the swg was removed from the patient, it was noticed that the sgw was unwound 20-25 cm from the tip and the central shaft broke. A rx was done to check if any piece kept into the patient. A local thrombosis occurred at the junction of the internal jugular with subclavian on that side toward common venous trunk. It was not possible to place another catheter into the patient because the vein access was not available.